Event description:
The event is reported as: complaint alleges the prongs are too soft and the elbows don't stay in the cannula bridge. This affects the ability to deliver ncpap to the pt. No pt injury reported.

Manufacturer narrative:
Product has not yet been rec'd by MFR for eval. Therefore, the investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.